Event description:
End user reported that product was not cut to correct size all the way through the mass. There were twenty wafers from two market units with the same lot number having same issue. The body side appeared to be correct at thirty two millimeter (mm), the non-body side appeared smaller. He normally wore thirty two millimeter (mm) two piece system without a concern. With the two piece, no beveling was seen and he has measured both body side and non-body side and both were thirty two millimeter (mm). He stated that if he used the affected precut ones that were smaller on the non-body side, he developed intermittent bleeding from the stoma (enough that it caused the urine to be blood-tinged). He denied laceration in the stoma but believed the rubbing from the smaller size on the non-body side was causing the bleeding during movement. He denied a visible injury to the stoma. No photo is available at this time.

Manufacturer narrative:
MDR 9618003-2024-02992/device 14 of 20. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there is no photograph associated with this case. The reported condition cannot be confirmed. Batch record revision results: lot 3f00810 was manufactured on 05 june 2023, in convex 1pc manufacturing line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 09 august 2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1004090 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 09 august 2024, complaints investigator ran a query in database in order to verify the complaints reported for the 3f00810 lot for the malfunction code "skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)" and no additional complaint was identified. Historical nonconformance review: on 09 august 2024, complaints investigator ran a query in database looking for any in process nonconformance/corrective action/preventive actions (CAPA) (s) associated to the malfunction code "skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)" defect for the lot number 3f00810 and as result, no nonconformance/corrective action/preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been (B)(4) defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our pd31-146. In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as photograph was not available for this complaint issue, the reported malfunction for the observed product was not confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.